Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed, and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: date for initial MDR was 2019-06-24.

Manufacturer narrative:
Clinical investigation: a temporal relationship does not exist between peritoneal dialysis (pd) therapy utilizing the liberty select cycler, and the patient¿s hospitalization on (B)(6) 2019 for confusion, lower extremity edema and fluid overload (fo) as the patient was performing manual pd for approximately 3 days prior to admission. Per the peritoneal dialysis registered nurse (pdrn), the patient was non-complaint and performed only 2-3 manual exchanges per day, which is reportedly insufficient for the patient. Patient related factors, such as non-compliance, are significant contributing factors when determining the efficacy of pd therapy. Based on the information available, the patient¿s liberty select cycler is disassociated from the event(s), as there is no evidence indicating a product deficiency or malfunction is associated with these event(s). It has been increasingly recognized that non-adherence is an important factor that determines the outcome of peritoneal dialysis (pd) therapy. There is therefore a need to establish the levels of non-adherence to different aspects of the pd regimen (dialysis procedures, medications, and dietary/fluid restrictions). In conclusion, the results of this review suggest that non-adherence is a persistent concern in pd and needs to be given serious consideration in order to improve outcomes. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The spouse for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support requesting a replacement liberty select cycler due to ¿patient line is blocked¿ (soft alarms). During follow-up, it was reported that the patient was hospitalized for fluid overload (fo). The patient¿s peritoneal dialysis registered nurse (pdrn) revealed that the patient was seen at the outpatient dialysis clinic on (B)(6) 2019 for evaluation of the pd catheter (not a fresenius product) following the recent ¿patient line blocked¿ alarms. The patient presented to the clinic with confusion and lower extremity edema and was sent to the hospital. The patient was admitted and reportedly diagnosed with fo. The pdrn is still waiting for feedback regarding the functionality of the patient¿s pd catheter. The pdrn stated that the patient¿s spouse recently fell and broke their leg and is unable to perform the patient¿s ccpd therapy as before. The pdrn stated that they had advised the patient¿s spouse to call fresenius technical support and request a replacement cycler, however the patient¿s spouse has grown increasingly frustrated (details not provided) with the liberty select cycler and the recent alarms. The pdrn did not believe that there was a device issue or malfunction. The pdrn also reported that the patient reverted to manual pd therapy on (B)(6) 2019 due to cycler alarms (no data for (B)(6) 2019), and was only performing 2-3 cycles daily, which is inadequate for this patient. As of (B)(6) 2019, the patient remains hospitalized and is receiving additional pd therapy for increased ultrafiltration.